Event description:
It was reported that there have been two recent occurrences of the tubing separating from the flashball device after a saline IV push has been given through an upper y-site, due to sluggish flow during blood adminstration. Set changes have been the only intervention. No exposure to blood to the clinicians has resulted.